Event description:
It was reported that the device has visible dents, the rubber feet are missing and the it showed failure 4006. Additionally, during service and repair, the device was found unable to operate an ac or battery power and cannot recharge the battery. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys touch device & power sup, does not starts up correctly and is not free from critical errors, additionally the device can not operate an ac or battery power and cannot recharge the battery, due to a broken j3 connector on board.